Manufacturer narrative:
Additional information has been provided in d9 an h6. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an impella cp was inserted at acute myocardial infarction/cardiogenic shock. The insertion was successful, and after percutaneous coronary intervention, the patient was transferred to the intensive care unit. On the same day, an "aic error" alarm (yellow alarm) occurred. The position waveform and left ventricle position waveform displays disappeared, but there were no problems with circulatory support. The control unit was changed from (B)(6), and no further alarms occurred thereafter. Circulatory support was also functioning correctly. Circulatory dynamics stabilized, and the weaning device was removed at 14:50 on the same day. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.